Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm on 02/09/2026. According to the patient on (B)(6)2026 the patient experienced a skin reaction with redness and inflammation under entire patch area. The patient reported that the sensor caught on something when either putting on or taking off a shirt, and that this caused pain. It was unknown if the sensor came off, but the patient stated that the insertion site had become swollen and had a coin size lump. On (B)(6)2026, the patient went to the hospital, and the skin reaction was treated with a prescription of an oral antibiotic, cephalixin 250mg. No photo was provided. There was no documentation of further medical intervention. At the time of the report the patient stated they were going to return to the hospital in 1 week. At the time of the report the patient¿s current condition was unknown. No data was provided for evaluation. The allegation and the probable cause could not be determined. No additional patient or event information is available

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).